Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 310 mg/dl and an insulin injection was used to address the high bg level. As the customer changed all of the supplies to the pump prior to contacting tandem technical support, troubleshooting to help determine a possible cause of the high bg was unable to be performed.